Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01052. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2010 to treat cystocele. Implanted product information not provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infections and vaginal spasms. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary tract infections and vaginal spasms.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 for persistent pelvic pain and persistent stress urinary incontinence and a mesh was implanted at that time. It was reported that the patient has a permanent injury and has had corrective surgeries since the mesh was implanted. No additional information has been provided.